Event description:
The facility reported an infusion pump that failed to alarm when an infusion was completed. The pump was infusing a 1000ml primary bag of normal saline. A 100ml bag of potasium, with a piggyback set, was connected to the y-site of the main below the primary bag, above the pump. The potassium infusion was stated at 11pm at the rate 100ml/hr. At approx. 2:40am, the pump alarmed "occlusion". The nurse noticed the piggy back and the IV were dry and the tubing, 105 to 2ft, was flat/deflated.the rest of the length of tubing contained the pt's blood, which was backflowed and the IV had small blood clot. No air reached the pt. Reportedly, the piggy back should have ended at aprox 00:15am and the main infusion of normal saline should have started. The pump should have alarmed and stopped. Instead, the pump did not alarm for occlusion until 2:40am. The physician was notified, however, no new orders were received from the physician. The pt remained 80-90's paced sinus and was continued to be monitored. No changes in the pt's condition or vital signs had occurred. According to the hospital representative, no pt injury resulted and no medical intervention was required. The primary bag's valve was checked and found to be open. The clamp on the primary line was reported to be opened as well. The pharmacy director inspected the set up of the device, with the nurse, and the set up of the device was found to be correct. This event was also submitted via 30 day medwatch #6000001-2005-1726.